Manufacturer narrative:
One used minicap transfer set was received in the failure analysis lab for eval. The set was visually inspected and a clean cut was noted across the silicone tubing approx 1/4" in length. The cut was approx 6 1/2" from the base of the pt connector. The set was leak tested and leakage was confirmed. This type of cut is not common. Typically, when silicone "cracks" or "ruptures" it will look more lkle "jagged" and not "clean". These "cracks" or "ruptures" usually result from tubing damage inflicted by the user from wear.

Event description:
Rn mgr reports a leak in the transfer set tubing described as a cut in the tubing mid way between pt connector and twist clamp. The father of the pt noted the transfer set leak after 10 days of use when moisture was found on the pt's pants a couple hours after successful completion of apd therapy. No cut or extraneous marking was noted on the set when initially placed on the pt. The pt denies creating the cut or exposing the tubing to sharp objects. The pt uses a carrying pouch to hold the set between apd therapies. A set change was performed the same day and the rn administered prophylactic antibiotics to the pt with no resulting injury reported.